Event description:
Patient reported a right side "rupture", "benign calcifications", "radial folds compatible with elastomer"¿astonishment, despair, and fear¿ and "cyst of up to 0.9 cm bilaterally" not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported a right side "rupture", "benign calcifications", "radial folds compatible with elastomer" and "cyst of up to 0.9 cm bilaterally". Device remains implanted.